Manufacturer narrative:
The reported csl was received at cvrx for analysis. The csl was received cut into three pieces. Each section of the lead maintained continuity while being manipulated, and resistance measurements remained within expected range, indicating the lead was functioning as intended. No additional damage was observed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Manufacturer narrative:
Cvrx ID#: (B)(4).

Event description:
The patient experienced bilateral cervical tightness and felt like they were about to gag after the last follow-up visit on (B)(6) 2023, which included therapy increase and an ent visit. Therapy settings were decreased on (B)(6) 2023, and the issue was reported to be resolved. On (B)(6) 2023, it was reported that the issue had not resolved. The patient also experienced pain at the pocket site. The patient reported coughing so badly on (B)(6) 2023, they lost consciousness and visited the emergency department and later left against medical advice. Barostim therapy was discontinued on (B)(6) 2023. A lead revision occurred on (B)(6) 2023 where the lead was retunneled. On (B)(6) 2023, the patient was experiencing discomfort at the pocket site, and therapy was reprogrammed from 1.0 to 1.4 ma. The patient stated the throat tightness had resolved after therapy had been discontinued on (B)(6) 2023. After the appointment, the patient again experienced a pulling sensation in their neck. A lead replacement was performed on (B)(6) 2023. It was found that the electrode had been placed "close to the target but not right on it" by the surgeon. The csl was removed and a new csl was implanted. The patient had a good blood pressure response from the newly placed csl.

Manufacturer narrative:
Updated fields: cvrx ID#: (B)(4).

Event description:
The patient experienced bilateral cervical tightness and felt like they were about to gag after the last follow-up visit on (B)(6) 2023, which included therapy increase and an ent visit. Therapy settings were decreased on (B)(6) 2023, and the issue was reported to be resolved. On (B)(6) 2023, it was reported that the issue had not resolved. The patient also experienced pain at the pocket site. The patient reported coughing so badly on (B)(6)2023, they lost consciousness and visited the emergency department and later left against medical advice. In the opinion of the physician, the coughing and syncope were not related to barostim therapy. Barostim therapy was discontinued on (B)(6) 2023. A lead revision occurred on (B)(6) 2023 where the lead was retunneled. On (B)(6) 2023, the patient was experiencing discomfort at the pocket site, and therapy was reprogrammed from 1.0 to 1.4 ma. The patient stated the throat tightness had resolved after therapy had been discontinued on (B)(6) 2023. After the appointment, the patient again experienced a pulling sensation in their neck. A lead replacement was performed on (B)(6) 2023. It was found that the electrode had been placed "close to the target but not right on it" by the surgeon. The csl was removed and a new csl was implanted. The patient had a good blood pressure response from the newly placed csl. The patient complained of difficulty swallowing on (B)(6) 2023. As on (B)(6) 2023, all patient complaints were reported to be resolved.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Cvrx ID#: (B)(4).

Event description:
The patient experienced bilateral cervical tightness and felt like they were about to gag after the last follow-up visit on (B)(6) 2023, which included therapy increase and an ent visit. Therapy settings were decreased on (B)(6) 2023, and the issue was reported to be resolved. On (B)(6) 2023, it was reported that the issue had not resolved. The patient also experienced pain at the pocket site. The patient reported coughing so badly on (B)(6) 2023, they lost consciousness and visited the emergency department and later left against medical advice. Barostim therapy was discontinued on (B)(6) 2023. A lead revision occurred on (B)(6) 2023 where the lead was retunneled. On (B)(6) 2023, the patient was experiencing discomfort at the pocket site, and therapy was reprogrammed from 1.0 to 1.4 ma. The patient stated the throat tightness had resolved after therapy had been discontinued on (B)(6) 2023. After the appointment, the patient again experienced a pulling sensation in their neck.